Event description:
During a nailing procedure, the tip of the flexible shaft became twisted and the reamer head were left in the intramedullary canal. The surgeon changed the procedure from a nailing to plates and screws. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. Manufacturing documents were reviewed and no complaint related issues were found.